Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. There was no impact to the customer's blood glucose level.